Event description:
Small piece of banding on the tip of the scope dislodged during the procedure and was seen by the physician in the patient's airway. The foreign body was suctioned out of the airway into a suction cannister by a physician. The patient tolerated the procedure well and no complications were noted.